Manufacturer narrative:
Product complaint # (B)(4). Batch # r5a55t. Investigation summary : the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Video was received. The video show at the 00:01 mark the device with white cartridge loaded. At the 00:07 mark the device was placed between tissue. At the 00:15 mark the device was fired and bleeding was noted on the staple line. Based on the video alone the event describe is confirmed, however no conclusion or root cause could be determined. Additional information received: yes, the patient has been discharged from the ICU and he is in a good health status. The surgeon opened the case as it was laparoscopic and converted it to open surgery and he didn¿t use any devices either from j&j or from another company, he used the sutures to ligate the affected artery and to stop the bleeding happened by our device. Kindly note that the surgeon confirming that he used the stapler in the right way, followed all instructions of use and so, he is claiming that it¿s a clear technical issue. Additional information was requested, and the following was obtained: what is the surgeon¿s experience with pvs device? What vessel was device on when issue occurred? Was the vessel skeletonized or taken with other structures? Can it be confirmed that the entire width or compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Did the device cut? Did the device staple? If so, please describe shape. How was the device removed? Were blood products administered? What is the current patient status? The surgeons did 180 laparoscopic donor hysterectomy in last 3 years using the same stapler, renal artery? Yes. Only on the renal artery side, 2 rows of staples the entire length of the artery which means there is one line of staples in renal artery side and no staples in the aorta side as usual through the port. Yes, one unit intraoperative. Laparoscopic nephrectomy converted to open and controlled the aortic bleeding.

Event description:
It was reported that the medial rep received a call from the head nurse of the operating room, the scrub nurse who was attending the case and the head of general surgery department complaining that one of the echelon powered vascular staplers (item code: pve35a) has an issue during the firing in a laparoscopic transplant case (laparoscopic nephrectomy). There was a technical issue in the stapler (the jaws jammed on the vessel and tissue) that led to uncontrolled bleeding and damage to the surrounding tissues then after that they succeeded to control it and sent the patient to the ICU to be under supervision.